Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('other injury (ies) or complication (s) please describe: fallopian tubes inflamed'), genital haemorrhage ('heavy bleeding for two months/abnormal bleeding(general),') and syncope ('syncopal episode') in a 22-year-old female patient who had essure (batch no. D13377,d13377.5-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included multiple cesarean sections on (B)(6) 2016, vaginal bleeding, postpartum depression, anxiety, c-section, gallbladder disorder, dysfunctional uterine bleeding and anemia. Previously administered products included for an unreported indication: ferrous, cyclobenzapine and celexa. Concomitant products included escitalopram oxalate (escitalopran) since (B)(6) 2020, medroxyprogesterone acetate (depo-provera) since (B)(6) 2016 and paracetamol (tylenol) since 2017. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain/cramping, pain, belly area"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("severe menstrual flow, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramps, dysmenorrhea (cramping)"), migraine ("migraines / headaches") and back pain ("low back pain"). On (B)(6) 2016, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection/infection (bladder urinary tract/vaginal),") with vaginal discharge, syncope (seriousness criterion medically significant), dizziness ("dizziness/lightheadedness") and urinary tract infection ("infection (bladder urinary tract/vaginal),"). In (B)(6) 2016, the patient experienced muscular weakness ("leg weakness"), weight fluctuation ("weight gain/loss") and depression ("depression"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("during sex intercourse and regular movement") and loss of libido ("no sex drive"). On (B)(6) 2017, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), asthenia ("weakness"), pelvic pain ("pelvic are pain") and cystitis ("infection (bladder urinary tract/vaginal),") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the salpingitis, genital haemorrhage, abdominal pain, abdominal pain upper, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal infection, vaginal haemorrhage, migraine, nausea, fatigue, diarrhoea, muscular weakness, syncope, dizziness, asthenia, pelvic pain, female sexual dysfunction, hormone level abnormal, cystitis, urinary tract infection, weight fluctuation, dyspareunia, loss of libido, depression and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, asthenia, back pain, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, loss of libido, menorrhagia, migraine, muscular weakness, nausea, pelvic pain, salpingitis, syncope, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. The number of expanded coils that appeared trailing into the uterine cavity was 3. The and on opposite site it was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Pregnancy test urine - on (B)(6) 2016: results: negative. Ultrasound scan - on an unknown date: fallopian tube finding: both fallopian tube appears inflamed with the essure seen each right tube, right fallopian tube 2.3cm and left fallopian tube 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, dysmenorrhoea, headache, muscular weakness, salpingitis and the following one confirms in medical records: salpingitis most recent follow-up information incorporated above includes: on 25-mar-2020: information received via pfs. New events added: no sex drive, depression, and low back pain. Concomitant drugs added. No valid lot number was provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('other injury (ies) or complication (s) please describe: fallopian tubes inflamed'), genital haemorrhage ('heavy bleeding for two months/abnormal bleeding(general),') and syncope ('syncopal episode') in an adult female patient who had essure (batch no. D13377,d13377.5-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included multiple cesarean sections on (B)(6) 2016, vaginal bleeding, postpartum depression, anxiety, c-section, gallbladder disorder and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: ferrous, cyclobenzaprine and celexa. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2016. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/cramping, pain, belly area"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("severe menstrual flow, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramps, dysmenorrhea (cramping)") and vaginal infection ("vaginal infection/infection (bladder urinary tract/vaginal),") with vaginal discharge. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), muscular weakness ("leg weakness"), syncope (seriousness criterion medically significant), dizziness ("dizziness/lightheadedness"), asthenia ("weakness"), pelvic pain ("pelvic are pain"), female sexual dysfunction ("paramenia"), cystitis ("infection (bladder urinary tract/vaginal),"), urinary tract infection ("infection (bladder urinary tract/vaginal),"), weight fluctuation ("weight gain/loss") and dyspareunia ("during sex intercourse and regular movement") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the salpingitis, genital haemorrhage, abdominal pain, abdominal pain upper, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal infection, vaginal haemorrhage, migraine, nausea, fatigue, diarrhoea, muscular weakness, syncope, dizziness, asthenia, pelvic pain, female sexual dysfunction, hormone level abnormal, cystitis, urinary tract infection, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, asthenia, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, muscular weakness, nausea, pelvic pain, salpingitis, syncope, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. The number of expanded coils that appeared trailing into the uterine cavity was 3. The and on opposite site it was 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: results: negative. Ultrasound scan - on an unknown date: fallopian tube finding: both fallopian tube appears inflamed with the essure seen each right tube, right fallopian tube 2.3cm and left fallopian tube 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, dysmenorrhoea, headache, muscular weakness, salpingitis and the following one confirms in medical records: salpingitis most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('other injury (ies) or complication (s) please describe: fallopian tubes inflamed'), genital haemorrhage ('heavy bleeding for two months/abnormal bleeding(general),') and syncope ('syncopal episode') in an adult female patient who had essure (batch no. D13377,d13377.5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included multiple cesarean sections on (B)(6) 2016, vaginal bleeding, postpartum depression, anxiety, c-section, gallbladder disorder and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: ferrous, cyclobenzaprine and celexa. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2016. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/cramping, pain, belly area"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("severe menstrual flow, abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual cramps, dysmenorrhea (cramping)") and vaginal infection ("vaginal infection/infection (bladder urinary tract/vaginal),") with vaginal discharge. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), muscular weakness ("leg weakness"), syncope (seriousness criterion medically significant), dizziness ("dizziness/lightheadedness"), asthenia ("weakness"), pelvic pain ("pelvic are pain"), female sexual dysfunction ("apareunia"), cystitis ("infection (bladder urinary tract/vaginal),"), urinary tract infection ("infection (bladder urinary tract/vaginal),"), weight fluctuation ("weight gain/loss") and dyspareunia ("during sex intercourse and regular movement") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the salpingitis, genital haemorrhage, abdominal pain, abdominal pain upper, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal infection, vaginal haemorrhage, migraine, nausea, fatigue, diarrhoea, muscular weakness, syncope, dizziness, asthenia, pelvic pain, female sexual dysfunction, hormone level abnormal, cystitis, urinary tract infection, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, asthenia, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, muscular weakness, nausea, pelvic pain, salpingitis, syncope, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. The number of expanded coils that appeared trailing into the uterine cavity was 3. The and on opposite site it was 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: results: negative. Ultrasound scan - on an unknown date: fallopian tube finding: both fallopian tube appears inflamed with the essure seen each right tube, right fallopian tube 2.3cm and left fallopian tube 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, dysmenorrhoea, headache, muscular weakness, salpingitis. Concerning the injuries in the case, the following one confirms in medical records: salpingitis. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received: events essure confirmation test: no, apareunia, hormonal changes, infection (bladder urinary tract/vaginal), weight gain / loss, pain during sex were added. Medical history, lab data, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.